Event description:
It was reported that during a percutaneous coronary intervention procedure, stent dislodgement occurred. During preparation when the stent protector was removed from the liberte bare (mr) ous 20mm 3.50mm stent delivery system, the stent dislodge outside the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received with the stent detached from the delivery balloon and the stent was lodged inside the stent protector. No damage was visible to the stent or to the stent protector. The inner diameter of the stent protector was measured within specifications. An examination of the balloon found a clear impression of the stent crimp. The balloon did not appear to have been subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, stent dislodgement occurred. During preparation when the stent protector was removed from the liberte bare (mr) ous 20mm 3.50mm stent delivery system, the stent dislodge outside the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4).